Event description:
It was reported that the patient is deceased. A review of a remote transmission from the date of death indicated that the right atrial (ra) lead exhibited high thresholds and no capture. Additionally, the ra lead triggered an alert for undefined high pacing impedance. The right ventricular (rv) lead exhibited occasional undersensing during fine ventricular events on treated episodes. A cause of death has been requested but not received.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.